Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail jl4 6f. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters traveler rx, global, costa rica, instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the distal left anterior descending (lad) coronary artery that was heavily tortuous, moderately calcified and 99% stenosed. The device was prepped (air aspiration) inside the anatomy prior to use. Pre-dilatation was being performed with the traveler rx 2.5 x 15 mm balloon catheter; however, during the first inflation the balloon ruptured at 8 atmospheres. The device was removed from the patient anatomy and the procedure was successfully completed after a non-abbott stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.